Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 404 mg/dl. The customer¿s blood glucose level was 92 mg/dl, and his current blood glucose is over 400 mg/dl. The customer was treated his high with bolus via pump. The customer states he tested on both simultaneously, coming up at 390 and 402 mg/dl. The customer states the drive support cap appears normal. The customer declined to perform the high pressure test. The customer also ran a self test and it passed .the insulin pump will not be returned for analysis.